Event description:
No additional information provided.

Manufacturer narrative:
A device history review was completed for material number 303535, lot 5127772. The review did not reveal any quality issues detected during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are no samples and no pictures, so the investigation of the samples cannot be carried out. Visual inspection was performed for 210 ea of retain samples of this batch, no defect of leakage other was detected. Based on the current investigation, we are unable to determine the root cause of the defect, and we also cannot confirm whether the defect reported by the customer was caused by the production process.

Event description:
It was reported that the bd syringe 3ml saline fill china had leakage. The following information was provided by the initial reporter: on that day, while administering an intravenous infusion to the patient, the nurse discovered leakage at the connection point between the connector and the infusion set. The infusion was immediately discontinued, and a new connector was used for the patient.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.